Manufacturer narrative:
Corrected to serious injury reportable.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend malfunctioned, causing intervention to preclude serious impairment. Reported. During a routine trach change was being done. After insertion of new tube, patient desaturated and went bradycardic within 5 minutes. The ties were cut and cuff deflated and ventilation improved along with saturations. The suction was unable to be advanced deep into the tracheal tube. Once the sats were 100%, a second new trach was inserted. This was followed by increased work of breathing. The second tube was removed and a third one was inserted. Both of these instances required bagging with water circuits and oxygen saturations. On examination of the failed 2 trachs, the cuff seemed to be sticking and was inflating on only one side. This led to the tip of the tube to hit against the tracheal wall causing obstruction and subsequently, the clinical deterioration. The final tube was checked and sound before insertion. The patient then settled clinically.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.